Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. The physician performed a cystoscopic evaluation in the clinic prior to returning the patient to the operating room, during which an erosion was identified. A surgical procedure was subsequently performed, during which the erosion was confirmed and determined to be related to the cuff. The aus device was completely explanted. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100673010. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100638883. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).